Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the pencil cord had small slit in the rubber coating. No adverse outcome as it was noticed prior to use. A new device was used for procedure. Covidien's initial investigation found the device failed hipot testing around the damaged insulation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/06/2017. Visual inspection of the incident device confirmed a slit in the rubber coating of the cord insulation. The damage was approximately 5 feet from the pencil body. No copper conductors were visible. The cord failed hipot testing around the damaged insulation indicating electrical leakage. The probable cause for the cord damage is sharp tooling on the asa 3 hanker. The position of the damage indicates the cord was damaged when falling out of the tensioning division exposing the cord to pinching between the shaft and edge of "c" clip. The hanker tensioning device was repaired and the winding speed reduced to prevent the cord from whipping out of tensioners. The incident device was manufactured prior to the corrective action.